Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06289. It was reported during an ipg replacement procedure (reference MFR. Report: 1627487-2017-06293) one of the leads got stuck in the ipg. The physician was unable to disconnect the lead from the ipg and eventually the lead broke. The leads were removed and replaced. Therapy will be resumed at a later date.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06289. Follow up information identified the patient is receiving effective stimulation postoperatively.